Event description:
It was reported that a user experienced hyperglycemia while using the system with a g7 sensor, with a fingerstick reading of 480 mg/dl, after receiving an occlusion alert; the infusion set was an inset 6 mm 23", and no leakage was reported. Symptoms included hyperglycemia. Outcomes included the user performing subcutaneous insulin via pen and temporarily disconnecting from the pump per guidance. Investigation included troubleshooting and education regarding occlusion management and hyperglycemia response. Investigation of this case revealed that the cause of the hyperglycemia was unclear despite an earlier occlusion alert and no reported leakage. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.